Event description:
Patient reported infusion set leaking from the cannula housing while priming the device. He indicated that the infusion set did not visually appear any different than normal. Patient's blood glucose level was not affected by this issue. No medical assistance was reported. Product was requested to be returned for evaluation.